Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the downstream occlusion alarm. The device is designed to go into a downstream occlusion when pressure is applied to the bottom of the door and therefore is considered within specification. The device passed all occlusion testing.

Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion when the door is pushed. It was also reported that there was no patient involvement.